Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise reversion episodes on the right ventricular lead. The patient did not experience any symptoms and an in-clinic visit was scheduled.